Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes the stopper pops out of the tube. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "during the centrifugation process, the cap of the blood collection tube pulled out. Try centrifugation with water, and the cap also pullout. The rubber stopper and cap of the blood collection tube pullout, and the blood collection tube did not split. Quantity: 4 pieces. Impact: no impact on patients and users.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. See h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes the stopper pops out of the tube. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "during the centrifugation process, the cap of the blood collection tube pulled out. Try centrifugation with water, and the cap also pullout. The rubber stopper and cap of the blood collection tube pullout, and the blood collection tube did not split. Quantity: 4 pieces. Impact: no impact on patients and users.